Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent movement and damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with additional information.

Event description:
Sus voluntary event report: #mw5067077 received stating: stent unraveled from balloon when prepping for insertion. The issue was not noticed at once and removed from the procedure table and repackage for shipment back to manufacturer for their testing and replacement. Subsequent information received: it was reported that during device preparation and while removing the stylet, the xience alpine stent had partially unraveled and dislodged from one end of the balloon. The device was removed from the procedure table and set aside for return. There was no patient involvement. There was no other device issue noted. There was no additional information provided.